Event description:
Consumer claims the metal rod on the toothbrush cut her mouth.

Manufacturer narrative:
Consumer stated the unit did cut her mouth, but nothing serious. Consumer stated that the first time she used the product it didn't hurt, but she noticed there was something in the unit. Consumer stated that she saw the dentist and they told her to return the toothbrush. Consumer stated that she returned it to the store for a refund.